Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type :pump. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 730mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. During a pump replacement for prophylactic removal to avoid in-vivo battery depletion, the catheter was unable to be aspirated and was replaced. It was discovered that some of the holes in the catheter tip were occluded (refer to manufacturer report 3007566237-2015-03664). A new pump and catheter were implanted and the dose was decreased by 25% to 546.4 mcg/day. About four hours post operatively, the patient became quite sleepy and an overdose occurred following pump replacement. The patient&#62688;dose was decreased to 96.2 mcg/day and he was given a dose of physostigmine. He was transferred to the intensive care unit (ICU) for close monitoring. He did not require intubation. Per the surgeons account, he was subsequently increased the following day to 150 mcg/day then to his discharge dose of 200 mcg/day. The pump was interrogated and the dose was decreased on (B)(6) 2015. Physostigmine (dose unknown) was also given. The issue was resolved at the time of this report and the patient&#62688;status was alive- no injury&#64416; surgical intervention did not occur and was not planned. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.